Manufacturer narrative:
Please note that information was received indicating that the wire separated in two, but it accidentally not reported during the date of receipt of information. However, upon review of the file, the information was found and after multiple attempts to confirm the event, it no further information was received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device.

Event description:
It was initially reported that before use in the patient, during preparing, part of the outer sheath of the deltapaq platinum microcoil (dfs10031020/ c11711) snapped off during coil prep rendering the coil unusable. However, additional information indicated that it appeared that the wire had split in two and we were unable to re-sheath. The procedure was continued with a similar product without any apparent problems, and the patient was stable. The target site was an acom aneurysm. The component was supposed to be returned for analysis, but it was not returned or received. There was no serious injury associated, and all guidelines were followed as advised.

Manufacturer narrative:
Please note that based on additional information, the event does not meet criteria for reporting. Therefore, no further information will be submitted for this report.